Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive to presses. In addition, it was reported that the pump touch screen was intermittently hypersensitive to presses. Customer's blood glucose was 165 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.